Event description:
Although, the ave stent is not indicated for treatment of saphenous bypass graft lesions, the physician deployed a 3.5 mm diameter x 9.0 mm length ave micro stent ii at the ostium of a saphenous vein bypass graft. Post deployment, the stent delivery system was inflated again within the stent. During the second deflation of the stent delivery system, the guide catheter exited the ostium of the vein graft, creating a severe exit angle. As the physician attempted to remove the delivery system, it caught the proximal part of the stent and pulled the stent out of the graft. The proximal segment of the stent moved onto the guide catheter's tip. The stent delivery system was inflated, in an effort to maintain the stent's placement on the guide catheter for safe retrieval, however, the stent dislodged off the delivery system at the femoral arterial sheath. Attempts to snare the stent from the opposite femoral artery were unsuccessful. The stent removed by a vascular surgery consultant. The physician subsequently deployed a larger diameter and longer stent to treat the indication.